Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was there any patient consequence? Not mentioned by the hospital if yes: please explain: na.

Event description:
It was reported that during an anastomosis, we were informed us that the clips were open when trying to complete a rectal anastomosis. Tissue was normal, no radiotherapy. A second stapler had been used to complete the anastomosis (they had to re-do it).